Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The shock button will be replaced. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
The complainant reported that during biomed testing, the shock button on the device was observed to be damaged. The membrane is torn, and the button intermittently becomes stuck, preventing the device from discharging. Complainant indicated that there was no patient involvement in the reported malfunction.